Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be pressed. Hemostasis was achieved through manual compression. There was no reported patient injury. The exoseal vascular closure device (vcd) was used in an interventional procedure using a retrograde approach. Angiography confirmed the suitability of the femoral artery, including a proper insertion angle and a vessel diameter of at least 5 mm, with no calcium, plaque, stenosis, stent presence, or prior closure within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the non-cordis sheath with the vcd. The deployment button was fully depressed, and the vcd and sheath were removed as a single unit after the required delay. Upon removal, the plug was not dislodged, partially deployed, or retained within the shaft, and the indicator wire remained visible. Multiple attempts were made to clarify the event details; however, the information was not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. Additionally, several kinked/bent conditions were observed under the delivery shaft located at 8.0, 9.0, 9.5, 10.0, and 10.5 cm from the distal end. During this visual analysis, no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation could not be performed completely, as the received device was already fully deployed. Dimensional analysis was conducted in a portion of the delivery shaft near to the kinked/bent areas to verify the outer diameter the results were found to be within specification. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty-unable¿ was not observed through analysis of the returned device as the device was received fully deployed and the plug was not returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, several kinked portions were observed on the delivery shaft. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deployment difficulty, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be pressed. There was no reported patient injury. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.